Event description:
The device was used during a low anterior resection. Upon removal of the staple cap from the cartridge housing, it was noted by the surgeon that the staples had protruded out of the housing. Completed by opening a new instrument. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was examined for protruding staples with none noted. However, it has been observed that the condition of protruding staples can be created if the adjusting knob is dialed open too far or beyond the point where the adjusting knob provides resistance once the orange tying area is visible. As stated in the packaging insert, the instrument should be opened only until the orange tying area is clearly visible above the staple housing. Comments: mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve products.